Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise which caused inappropriate mode switching and oversensing resulting in pacing inhibition with no observed asystole. The lead also exhibited a high capture threshold. As a result, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.